Manufacturer narrative:
H6: the previous device manufacturer provided ventec with additional information about the event. As a result, section b7, has been updated to indicate that the patient was in palliative care. In addition, ventec was advised that the patient had been in hospital the night before the reported event. Upon discharge, hospital personnel advised the care home to use the concentrator at 5lpm versus the original 1lpm that had been prescribed. The previous device manufacturer advised that both devices had received an initial evaluation. These evaluations showed that when run at the prescribed 1lpm, both devices continually had high purity [o2] levels (93-94%) and a green light. When the flow rate was increased to at/near capacity (4.5-5lpm) the purity levels would eventually drop, leading to a red light alarm which shut down the units. There was no evidence that the units would shut down when running at the prescribed 1l flow that the patient should have been receiving. The devices were evaluated for leaks but none were observed. The previous device manufacturer provided the following analysis: "suspected root cause for the unit to fail would indicate that the unit was being run near capacity (4.5-5l) for a length of time above the prescribed 1l for the patient, this in turn eventually caused a red light alarm switching the unit off. Most likely reason for the 02 purity drop would be the sieve beds are starting to fail but can still be used at lower flow rates (less demanding)." The previous device manufacturer continues to investigate the reported issue. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the previous device manufacturer advised ventec that based on the information available, they are unable to determine if the passing of the patient is related to the reported event. They further advised that they have requested additional information about the event, as well as the return of the device to them for investigation. Upon completion of the previous device manufacturer's investigation ventec shall be provided with the results. A follow-up report will then be submitted when the investigation is complete as defined by 21 cfr 803.56. H3 other text : not returned to manufacturer.

Event description:
The following event was reported to ventec by the device's previous manufacturer: "received initial information from dolby vivisol [distributor]: 22/07/23 technician was called out to an alarming concentrator (flow rate had been turned up too high and would not re-adjust) after swapping the concentrator out the technician put the flow rate to the prescribed 1lpm. During a subsequent call to the nursing home to inform them of the reason for the flow rate correction, vivisol was informed the patient had passed away. 03.08.2023 further information received: looking at the records the patient had the first concentrator (B)(6) (mttkkq) installed on(B)(6) 2022. It was serviced with the patient on (B)(6) 2023 no issues identified. It was reported as alarming, this is when the technician went out to check it. The flow rate was turned up too high and unable to re adjust so the technician swapped with (B)(6) (mtten3). Further communication with the nursing home they informed the patient had passed away. No further information provided on death. Unknown as to the rate being so high, patient prescribed 1lpm (16-22hpd). They were not able to provide what nursing home the incident took place, as this is due to patient confidentiality." The exact date of the patient's death was not reported. As a result, section b2, date of death, was left blank. The device's previous manufacturer also advised ventec that the UDI information for the device was not available, therefore section d4, UDI is "unknown". Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter's information. Section d3, manufacturer and section g2, manufacturing site, of this initial medwatch report should actually state: manufacturer name: invacare suzhou manufacturer street 1: no. 5 weixi road, sip manufacturer city: suzhou, jiangsu manufacturer country: chn manufacturer postal code: 215121. Section e1, initial reporter, is the domestic (USA) reporter for this event. No user facility information was provided due to patient confidentiality.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device evaluation and investigation was carried out by the previous device manufacturer, invacare. The following investigation conclusions were provided to ventec by invacare: "the affected concentrator was returned with no power lead. It was found that the on/off switch has a torn sheath. The flow meter was tested and no fault could be found, it was able to move up and down and remained at the setting for the duration of testing. The device was functionally tested with flow rates of 1 and 3 l/min. On these settings the unit worked without failure and the oxygen concentration was within the specifications. The unit was also tested between 4.5 and 5 l/min, where the oxygen concentration dropped to 82% when the devices gave an alarm signal and displayed a yellow indicator light. With continued testing the oxygen concentration dropped below 75%, accompanied with a red indicator light and alarm. During the functional testing random leak tests were conducted on the sieve beds, the product tank, the manifold, the heat exchange and tube connection points. No leaks were found during these tests. Based on the investigation and the tests performed, as well as the information received, we assume that the concentrator encountered a deterioration in performance when operated near or above the flow rate limit (max. 5 l/min), which was most likely caused by worn out sieve beds. At the time of the incident the affected concentrator was more than 11 years old. The user manual informs that the preventive maintenance activities should be performed during preventive maintenance schedule or between patients but latest every 3 years of continuous use and need to be conducted by the supplier or qualified service technician with reference to the service manual. We have been informed that the affected device "was serviced with the patient (B)(6) 2023 no issues identified" but it is not known what kind of tasks were performed on the device during this service. The concentrator requires more power in the higher flow rate range to produce the specified oxygen concentration. Therefore, we assume that due to the worn sieve beds, the concentrator could no longer provide the required power in the higher flow rate range and thus could not produce the specified oxygen concentration anymore, which resulted in the device giving an alarm. Despite this, the concentrator is not designed to operate above 5 l/min, which as well means that it can no longer produce the required oxygen concentration and consequently causes the concentrator to give an alarm. We received the initial information that the "flow rate had been turned up too high" and were informed that the flow rate was turned above 5 l/min (stated prescription of the patient: 1lpm (16-22hpd)). It was stated that "the hospital advised them [the family] to use the concentrator at 5lpm" but the reason behind this is not known. It was furthermore initially stated that the flow rate "would not readjust". During investigation this could not be confirmed, it was found that the flow meter worked as intended. It was stated that "technician was called out to an alarming concentrator" and it was further stated that the device gave an alarm and displayed a yellow indicator light. By giving an alarm the unit encountered a problem (low oxygen concentration), to inform the patient to switch to their backup source of oxygen, if needed. Therefore, by giving the alarm the device worked as intended in case the concentrator fails to produce enough oxygen inside the specifications due to power failure or device malfunction. Despite requests, it is not known if the passing of the patient is related to the incident. The following safety-relevant information can be found in the user manual [invacare® perfecto 2¿ v oxygen concentrator, homefill® system compatible user manual]: [p.6] 1.2 intended use: danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. - do not use in parallel or series with other oxygen concentrators or oxygen therapy devices. [P.7] danger! Risk of injury or death while invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. Always have a backup source of oxygen readily available. In the event the concentrator fails to produce oxygen, the concentrator will briefly alarm signaling the patient to switch to their backup source of oxygen. Refer to troubleshooting for more detail. [P.6] warning! Risk of injury or damage. Use of this product outside of the intended use and product parameters has not been tested and may lead to product damage, loss of product function, or personal injury. - do not use this product in any way other than described in the product parameters and intended use sections of this manual. [P.26] 6.3.4 flowrate warning! Risk of injury. To avoid injury from excess oxygen or a deficit of oxygen: do not change the l/min setting on the flowmeter unless a change has been prescribed by your physician or therapist. Do not set the flow above the red ring. An oxygen flow greater than 5 l/min will decrease the oxygen concentration. [P.34] 8.2 wear and tear. [...] Sieve is a porous filtering material and is considered a wear item. Some factors that could affect sieve material life include humidity, temperature, particulates, air contaminates, air intake, vibration and other environmental conditions." The investigation performed by invacare concluded that, based on the information available, they were not able to determine if the device use caused or contributed to the patient's outcome. Furthermore, based on the information available, invacare concluded that the likely cause of the reported device issue was user error due to improper/inconsistent device maintenance that led to the deterioration of its sieve bed.